Event description:
It was reported that there was an issue with an incorrect time setting on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor for any recurring discrepancies, which the customer acknowledged and agreed to follow up on if necessary.